Manufacturer narrative:
An event of migration or expulsion of device associated with aortic direction was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported migration to aortic direction could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant using a flexnav delivery system. Post-implant the valve jumped. A second non-abbott valve was implanted to stabilize the first valve. The patient did not present with any clinical signs or symptoms. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant using a flexnav delivery system. Post-implant the valve jumped. A second non-abbott valve was implanted to stabilize the first valve. The patient did not present with any clinical signs or symptoms. The patient status was stable.